Manufacturer narrative:
(B)(4).covidien customer support engineer (cse) inspected the device and the alleged malfunction could not be duplicated. The cse ran the flow and exhalation valve (ev) calibrations, extended self-test and short self-test. The ventilator passed all testing.

Event description:
Covidien received information stating patient was in the intensive care unit and ventilator provided a ¿disconnect alarm¿. Patient was transferred from a 980 ventilator to an 840 ventilator. It was reported ventilator continued to ventilate. As per hospital¿s nurse a sound of large air leak emanating from the evq was heard. Patient was not harmed or injured as a result of this event.